Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low ca2 calcium gen.2 results for an unknown number of patient samples from the cobas 8000 c 702 module. Data was only provided for three patient samples. Patient 1 original calcium result was 5.2 mg/dl and the repeat result was 9.5 mg/dl. Patient 2 original calcium result was 5.8 mg/dl and the repeat result was 10.0 mg/dl. Patient 3 original calcium result was 5.1 mg/dl and the repeat result was 8.5 mg/dl. No erroneous results were reported outside of the laboratory. There was no adverse event. The reagent lot number was 27022701 with an expiration date of 31-oct-2018. The field service representative found the spring holder on the rinse mechanism nozzle was broken. He replaced the worn spring holder and the customer ran acceptable calibration and qc. The field service representative performed precision testing with results within specification. Further investigation confirmed the field service representative's finding was the cause of the event.